Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of giving message, ¿battery health degraded¿ was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is an internal li-ion battery failure. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text: evaluation findings are in section h.11.

Event description:
Per biomed - unit is shutting down mid procedure while indicating 93% battery charge left.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit is shutting down mid procedure while indicating 93% battery charge left.